Manufacturer narrative:
H3 - one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. A search for related complaints from lot number 60266674 from the last 12 months. Three (3) related complaints were found. Per DHR summary page, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of reported lot 60266674. All devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity- unknown, not provided. Email is unknown as it was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Suction loss after laser firing was reported. A brief description from the surgery center indicated that during the laser vision correction surgery of the right eye (od) on (B)(6) 2021, suction was lost during the laser firing portion of the procedure. They were unable to complete the procedure due to the patient's anatomy. The procedure was cancelled and photorefractive keratectomy (prk) was scheduled two weeks later.